Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had air leak while balloon filling. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and dismantled compressor fittings, cleaned and greased o-ring with high vacuum grease. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name), e2, e3, g3, g6, h11.